Manufacturer narrative:
Device evaluation: no lot number was provided, therefor no device history report (DHR) review could be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that after having used a different model of trach for several years, the patient's trach was changed to a portex bluselect tracheostomy tube. After changing to the new trach, the patient was experiencing problems which consisted of a bloody and swollen stoma. The ent "scoped" the patient and observed a bloody area on one side of the new trach and granulation on the other. The following week the ent again "scoped" the patient and noted the reported issues had gotten worse which resulted in removing the new trach and replacing with the previous model the patient's parent had with them. The customer noted that the instruction for use states "that if a patient has been on a particular trach for many years, they could experience problems with accepting this trach".

Manufacturer narrative:
Date of event; d4: lot number, expiration date and h4: device manufacture date are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.